Event description:
The user facility reported that towards the end of a therapeutic colon polypectomy, the physician attempted to use the end of the snare to cauterize a small area of bleeding. The snare reportedly "popped" when the generator was activated. The users reported that the physician was able to cauterize the area, and the broken loop of the snare was still intact with the device. The procedure was reportedly completed with the same device and there was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The device was returned in a biohazard condition, which limited the evaluation to a visual inspection. The visual inspection confirmed the user's report of the loop being broken. There was also evidence of thermal damage on the loop. The device was forwarded to the original equipment manufacturer for further evaluation. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as medical device report in an abundance of caution.